Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Internal reference #: (B)(4).

Event description:
It was reported that post ablation, the device was difficult to remove from the patient cavity. They waited 30 seconds to let the device cool down. The device retracted but showed signs of damage to the array and device tip. No patient injury reported.